Manufacturer narrative:
The customer reported that two of their gz transmitters are dropping out intermittently. They power cycled and rebooted both devices, but the issue persisted. No harm or injury was reported. No other monitoring interruptions occurred on this central nurse's station (cns).

Event description:
The customer reported that two of their gz transmitters are dropping out intermittently.